Manufacturer narrative:
Estimated based on publication date of journal article: literature citation: carla jimenez martinez, md (december, 2021) ghostly cystic mass attached to a watchman left atrial appendage occlusion device following staphylococcus aureus bacteremia in circ cardiovasc imaging. 2021;14;(B)(4). Doi: 10.1161/circimaging.121.013549.

Event description:
Reported via journal article: it was reported that a mass identified as aseptic mesothelial/monocytic incidental cardiac excrescence occurred with subsequent explant of device. A left atrial appendage (laa) procedure was being performed. Before the implant, the patient received antibiotic prophylaxis with intravenous (IV) cefazolin. The procedure was performed under general anesthesia with transesophageal echocardiography (tee) guidance. A watchman flx laa closure device was implanted with adequate closure of the laa and no residual leak detected. The patient was discharged on dual antiplatelet therapy (dapt) with acetylsalicylic acid 100mg and clopidogrel 75mg daily. One week after discharge, the patient was re-admitted to the hospital with severe anemia due to a new episode of gastrointestinal bleeding. Dapt was discontinued. A midline venous catheter was placed and up to six red blood cell units were administered. Seven days after admission the patient was discharged on antithrombotic therapy of enoxaparin 60mg twice daily. Five days after discharge, the patient developed a fever, chills, and left arm pain where the midline venous catheter was still in place. The venous catheter was removed and cultured. The blood and catheter cultures were (B)(6) for (B)(6). A tee was performed revealing a properly positioned watchman laa closure device with a pedunculated, mobile mass measuring 1.5 x 1.7cm attached to it. The mass had an echo-free lucent area surrounding an echo-dense center, which was adhered to the surface of the device. The entire mass was enclosed by a membranous structure also attached to the device. The patient was initially differentially diagnosed with device-related thrombus or infected thrombus/vegetation, given the recent mrsa infection. The patient was treated with IV antibiogram-guided antibiotics and anticoagulation was maintained with enoxaparin. To further characterize the laa mass, an 18f-fluorodeoxyglucose positron emission tomography/computed tomography was performed which revealed hypermetabolic activity at the laa device area and at the mass attached to it, suggesting endocarditis of the watchman device. Since the patient was asymptomatic and repeated blood cultures were negative, no immediate action was taken. The patient was monitored and five days later follow-up tee was performed revealing massive growth of the mass, now measuring 4 x 1.5 cm. The mass was now widely mobile and prolapsed through the mitral valve into the left ventricle during diastole without functional repercussion. The watchman device was surgically removed with epicardial closure of the laa without complications. A pathology study of the specimen did not find any sign of bacterial infection. The mass was composed of a mixture of mesothelial cells with immunoreaction to cytokeratin arranged in groups and strips forming tubular and micropapillary structures surrounded by histiocytes compatible with an aseptic mesothelial/monocytic incidental cardiac excrescence. The patient was discharged after completion of the IV antibiotic regimen.

Manufacturer narrative:
B3: estimated based on publication date of journal article. Literature citation: carla jimenez martinez, md (december, 2021) ghostly cystic mass attached to a watchman left atrial appendage occlusion device following staphylococcus aureus bacteremia in circ cardiovasc imaging. 2021;14;e013549. Doi: 10.1161/circimaging.121.013549.

Event description:
Reported via journal article. It was reported that a mass identified as aseptic mesothelial/monocytic incidental cardiac excrescence occurred with subsequent explant of device. A left atrial appendage (laa) procedure was being performed. Before the implant, the patient received antibiotic prophylaxis with intravenous (IV) cefazolin. The procedure was performed under general anesthesia with transesophageal echocardiography (tee) guidance. A watchman laa closure device was implanted with adequate closure of the laa and no residual leak detected. The patient was discharged on dual antiplatelet therapy (dapt) with acetylsalicylic acid 100mg and clopidogrel 75mg daily. One week after discharge, the patient was re-admitted to the hospital with severe anemia due to a new episode of gastrointestinal bleeding. Dapt was discontinued. A midline venous catheter was placed and up to six red blood cell units were administered. Seven days after admission the patient was discharged on antithrombotic therapy of enoxaparin 60mg twice daily. Five days after discharge, the patient developed a fever, chills, and left arm pain where the midline venous catheter was still in place. The venous catheter was removed and cultured. The blood and catheter cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). A tee was performed revealing a properly positioned watchman laa closure device with a pedunculated, mobile mass measuring 1.5 x 1.7cm attached to it. The mass had an echo-free lucent area surrounding an echo-dense center, which was adhered to the surface of the device. The entire mass was enclosed by a membranous structure also attached to the device. The patient was initially differentially diagnosed with device-related thrombus or infected thrombus/vegetation, given the recent mrsa infection. The patient was treated with IV antibiogram-guided antibiotics and anticoagulation was maintained with enoxaparin. To further characterize the laa mass, an 18f-fluorodeoxyglucose positron emission tomography/computed tomography was performed which revealed hypermetabolic activity at the laa device area and at the mass attached to it, suggesting endocarditis of the watchman device. Since the patient was asymptomatic and repeated blood cultures were negative, no immediate action was taken. The patient was monitored and five days later follow-up tee was performed revealing massive growth of the mass, now measuring 4 x 1.5 cm. The mass was now widely mobile and prolapsed through the mitral valve into the left ventricle during diastole without functional repercussion. The watchman device was surgically removed with epicardial closure of the laa without complications. A pathology study of the specimen did not find any sign of bacterial infection. The mass was composed of a mixture of mesothelial cells with immunoreaction to cytokeratin arranged in groups and strips forming tubular and micropapillary structures surrounded by histiocytes compatible with an aseptic mesothelial/monocytic incidental cardiac excrescence. The patient was discharged after completion of the IV antibiotic regimen. It was further reported from the bsc pathologist and medical safety team that the mass on the watchman device was not likely to be aseptic mesothelial/monocytic incidental cardia excrescence, but rather a thrombus.